Manufacturer narrative:
The device 60-2450-120 system 2450¿ is an electrosurgical unit (esu). The system 2450 provides a broad range of capabilities in a single, general-purpose electrosurgical generator. The manufacturing date and review of the manufacturing documents were not obtainable as the serial number of the device involved in this complaint has not been provided. No visual evidence (photographs) of failure was made available. The serial number has not been identified; consequently the device manufacture dates are unknown; retrieval of any maintenance or repairs records are not possible. No device has been returned to the conmed quality assurance laboratory for evaluation regarding a complaint of "unintended severe burns to oral commissure skin and burns over mucosal and vermilion portions on face." A failure analysis of the complaint device could not be accomplished therefore the reported failure cannot be verified. A 2-year review of product history for this device family showed there have been no other complaints for burn. This is an isolated event. (B)(4). The suction coagulator reference (B)(4) requires a monopolar footswitch adapter. Monopolar footswitch adapters are not compatible with the (B)(4) bipolar cable listed in the report sent to conmed corporation. No monopolar footswitch has been listed in the report. The system 2450 operator's manual warns: to minimize the risk of burns when adapting accessories, use only conmed bovie-style adapters. It also states that potentially hazardous conditions may exist when accessories of similar connector types are combined. Be certain accessories are appropriate for the type of generator output used. Use only conmed electrosurgery footswitches. The operator's manual further states: visually inspect all accessories before each use to verify the integrity of insulation and the absence of obvious defects. In particular, electrode cables and endoscopic accessories should be checked for damage to the insulation. Do not use cords as handles as damage to the insulation and increased risk of burns or other injury may result. The electrodes of recently activated accessories may be hot enough to burn the patient or ignite surgical drapes or other flammable material. Temporarily unused active electrodes should be stored in an electrically insulated holster. The unused active electrode should never be placed on the patient. A failure in the esu could cause an unintended increase in output power. Verify that the esu is functioning correctly prior to use. (B)(4) recommends performing the following precautions and procedures for electrosurgery: position a safety holster for the active electrode in a convenient location; always place the active electrode in a safety holster when not in use; minimize buildup of o2 and n20 beneath drapes and in the oropharynx; document every procedure in the or record; include the esu identification; number, esu settings used (monopolar cutting and coagulation, bipolar), location of the dispersive electrode, and the condition of the skin at the dispersive electrode site before and after the procedure. No manufacturing defects have been identified. A root cause investigation is not required at this time; however, the reported complaint issue will continue to be monitored through the complaint system. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Conmed corporation received a litigation on 21-oct-2016 stating, "on or about (B)(6) 2013, a patient underwent a tonsillectomy surgery. Following an initial procedure, on (B)(6) 2013, the patient developed post-operative left tonsillar bleeding and was required to go to the emergency department at (B)(6), to have the wounds cauterized to stop the excessive tonsillar bleeding. At the end of the procedure, the patient had sustained unintended severe 3rd degree burns to her right oral commissure skin and 2nd degree burns over her mucosal and vermilion portions on her face between her lips." Per the report, the patient's injuries are all as a result of a defective bipolar cautery device which caused the 3rd and 2nd degree burns to her face. The concomitant devices used during this surgery not made by conmed corporation include a covidien suction coagulator (reference (B)(4)) and a covidien rem polyhesive adult patient return electrode (reference (B)(4)). The following devices were named as used during the procedure dated (B)(6) 2013: electrosurgical unit, system 60-2450-201, manufactured by conmed corporation disposable footswitching bipolar forceps cable, reference (B)(4), manufactured by conmed corporation (please see medwatch report number 3007305485-2016-00149) suction coagulator, reference (B)(4), manufactured by covidien rem polyhesive adult patient return electrode (grounding pad) reference (B)(4), manufactured by covidien. Further information has been requested on multiple occasions from user facility, (B)(6), but there has been no further information provided to date.